Event description:
Self-expaning peripheral stent broke into 2 pieces. One piece (3/4) was extracted from the pt's upper right leg. The other (1/4) was left in the upper right leg. Surgeon was consulted and stated that a sheath should be connected to a flush bag and be sutured in. Pt will be scheduled for the or (operating room).